Manufacturer narrative:
(B)(6).

Event description:
It was reported that device contamination occurred. A .018/260cm platinum plus guidewire was selected for use. However, prior to procedure, it was noticed that the device arrived with inner seal compromised, packaging was damaged, and the box was crumbled and looked like a dried cardboard. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was not returned by the customer, nevertheless the customer did provide pictures related to the complaint: the photo attached to the gfe record shows: the original box with damages and wrinkles. If the complaint device is returned later, the investigation will be opened in order to address the additional evidence.

Event description:
It was reported that device contamination occurred. A .018/260cm platinum plus guidewire was selected for use. However, prior to procedure, it was noticed that the device arrived with inner seal compromised, packaging was damaged, and the box was crumbled and looked like a dried cardboard. No patient complications were reported.